Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Device was successful. Approximately 20 months post index, the patient suffered in stent restenosis of the right sfa. The event was related to the treated lesion. The % restenosis was 95%. Investigator indicated that the reported event was not related to the study device, procedure or drug. Patient was treated with admiral xtreme pta and an in.pact admiral balloon. Patient is reported to have recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (restenosis). Evaluation conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).

Event description:
Cec adjudicated ths event to be related to device, not related to procedure and drug.